Event description:
(B)(6) 2025, a johnson and johnson sales representative in japan reported a patient (pt) was diagnosed with corneal erosion (date of event is unknown and affected eye not provided) while wearing a 1-day acuvue® trueye® brand contact lens (cl). The representative advised that the cl caused eye pain on insertion and the pain persisted after cl removal. The pt visited the eye care professional (ecp) on (B)(6) 2025 and was instructed to discontinue cl wear. The pt had a return appointment scheduled for (B)(6) 2025. On (B)(6) 2025, the pt returned to the ecp for a follow-up visit. The representative advised that the ecp sent a photo showing the entire cornea-stained yellow, indicating a ¿mild but widespread some sort of issue is occurring.¿ the representative also advised that a photo from the 2nd ecp visit indicated that ¿the eye was not stained but examined with a slit lamp, showing that the symptom is improving.¿ the representative provided no additional details. On (B)(6) 2025, the pt provided additional information. The pt went to the ecp on (B)(6) 2025, and the affected eye is the right eye (od). The pt reported a ¿sharp pain in the od¿ upon insertion of the cl in the morning on (B)(6) 2025, making it difficult for the pt to open the eye. The pt managed to open the od and removed the suspect cl. The pt visited the ecp ¿around noon¿ as the od pain continued. The pt was prescribed levofloxacin 5% 6 times daily and hyaluronic acid 0.3% 6 times daily. The pt was advised by the ecp that ¿more frequent application is also acceptable.¿ the pt was advised to discontinue cl wear for approximately 1 week. The pt has not returned to cl wear. The pt currently reports no pain, but the od remains ¿hazy and blurred.¿ the pt has a return appointment to the ecp on (B)(6) 2025. On 11nov2025, additional information was received from the sales representative. The levofloxacin was 1.5 %, the ecp prescribed the eye drop 6 times daily, normally instructed 4 times daily, but due to infection risk, the pt was instructed 6 times daily. The condition was ¿not severe, the condition is improving.¿ the pt was instructed to return to the eye clinic on (B)(6) 2025. It was confirmed that the eye was recovering, no further visits were instructed by the ecp. On 13nov2025, the pt provided additional information. The pt visited the ecp on (B)(6) 2025 and advised that the od ¿vision has improved, but still feels somewhat blurry.¿ the pt was advised that ¿it might take a little longer¿ and is advised to continue the previously prescribed medication and to continue with no cl wear. The pt was advised to return ¿around midweek this week.¿ the pt has not visited the ophthalmologist this week, but plans to go tomorrow, (B)(6) 2025, ¿or next week.¿ the pt is currently wearing glasses. On 14nov2025, the sales representative provided additional information. Before onset, on (B)(6) 2025, uncorrected visual acuity (va) od: 0.04; corrected va od: 1.2 after onset, (B)(6) 2025, uncorrected va od: 0.03; corrected va od: 0.4 on (B)(6) 2025, uncorrected va od: 0.05; corrected va od: 0.3 on (B)(6) 2025, uncorrected va od: 0.08; corrected va: 0.4 upon receipt of additional medical information on (B)(6) 2025, indicating a decrease in od visual acuity, the event was determined to be a serious adverse event. On (B)(6) 2025, the sales representative advised after contacting the ecp, there was no note about follow-up visit instruction. On (B)(6) 2025, the pt provided additional information. The pt did not visit the ecp after (B)(6) 2025 ¿because the eye symptoms subsided.¿ no additional medical information has been provided. A comprehensive review of the manufacturing records for lot number 5871690106 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.